Event description:
It was reported that prior to any procedure, the customer removed this reload packet from the box to place in the bin in the sterile supply dept. And realized that there were yellow pieces of plastic within the sterile package. This product was never in the operating room and never was involved in any case.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Cartridge pan, drivers. The analysis results showed that one ecr60g cartridge reload was returned inside its sterile package and with 12 drivers out of position making the reload non-functional. In addition, the cartridge pan was noted to be dislodged at right proximal side, which leaded the drivers to lose their intended position. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.